Event description:
It was reported that the pt is no longer receiving stimulation and is unable to communicate with or charge his ipg. The pt states he has not used or charged his scs system for several months. He is working with his physician to determine the next course of action. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.